Event description:
It was reported that during a laparoscopic appendectomy procedure, when they went to fire the device, all of the staples fell into the patient. The loose staples were retrieved and another device was used to complete the procedure. No other information is available at this time. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle additional information was requested and the following was obtained: the rn present during the case stated that the device deployed several staples correctly then it stopped. Some of the loose staples were retrieved. The issue occurred on the 3rd firing. No other information available. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.